Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient had a rash on the right side of his body under the electrode. The patient's skin was reportedly red. The patient's physician prescribed a medication to use. Follow-up indicated that the rash had improved.